Manufacturer narrative:
It was verified the batch record, maintenance record, quality notification and no deviation was found in these process. It was analyzed the samples sent by the customer and it showed the defect complained. With these information it was possible confirm the complaint, but the root cause was not identified. So due the defect criticality it was decided open the (B)(4) to investigate deeply the root cause. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. Investigation conclusion: complaint confirmed. (B)(4) was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Root cause description: it was not possible identify the root cause in this complaint analysis, because of that was opened the (B)(4) to investigate the cause deeply.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
It is reported that the bd 20ml plastipak ¿ syringe packages are opened and contaminating the contents inside, therefore making the product unusable. Found before use. No serious injury or medical intervention noted.